Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "asnis iii 4.0 70mm long screw was used for a male tibial distal medial malleolus fracture in his 30s. The bone quality was hard, and the shaft part broke during insertion, making it unusable. I pulled it out and got nothing. The surgeon, who was operated on, is also said to be a technical mistake and does not require a product survey."

Event description:
As reported: "asnis iii 4.0 70mm long screw was used for a male tibial distal medial malleolus fracture in his 30s. The bone quality was hard, and the shaft part broke during insertion, making it unusable. I pulled it out and got nothing. The surgeon, who was operated on, is also said to be a technical mistake and does not require a product survey."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The optech instructs user that: ¿contact of an asnis iii screw with dense bone in a tangential direction may cause a deviation of the screw and/or a bending of the k-wire, which may result in damage to the implant. Tap/drill ¿ in hard or sclerotic bone, pre-drilling and pre-tapping may be necessary. Cannulated screwdriver with ao fitting ¿ this can be used with either the elastosil handle with ao coupling or a power tool. If a power tool is selected, final tightening must be carried out by hand to prevent stripping. In dense bone, puncturing the cortex with the ø1.4 x 150mm drill bit to initiate the wire may reduce heat build-up and/or deflection of the wire. In dense cortical bone pre-drilling with the cannulated drill ø2.7mm (702449) and use of the cannulated tap ø4.0mm (702454) is recommended, especially when placing oblique screws.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, one of the probable causes of the breakage is application of too high torsional forces by the user in a hard bone of the patient. If device is returned or any further information is provided, the investigation report will be reassessed.